Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found with the lead although a visual inspection showed that the defib conductor was distorted.

Event description:
It was reported during the implant procedure that the lead appeared to have svc coil separation and became "got caught" in a 9french safe sheath . No patient complications reported as a result of this event.